Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Likely low viral load due to testing patients two weeks after onset of symptoms. The cusotmer modified their initial study to limit it to patients in the most acute phase of care and acheived 1000% correlation with pcr. Root cause: insufficient information; viral load below lod. Source: email.

Event description:
Reported discordant results between sofia sars and pcr during an evaluation study. Results were negative on sofia sars and positive on pcr using patient samples from previously known positive patients, two weeks after symptom onset.